Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges the device mask was found deflated and therefore pulled so they would not be used on a patient. The defect was reported a found prior to patient involvement. It is unclear if the event occurred in the clinical setting.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the hard shell and air cushion were damaged. The sample was then immersed in water and the air cushion was pressed. No bubbles were observed indicating there were no leaks. Based on the investigation performed the reported complaint was confirmed. It was determined that the mask was pressed by out force during transportation that caused the damage and air leaked.

Event description:
Customer complaint alleges the device mask was found deflated and therefore pulled so they would not be used on a patient. The defect was reported a found prior to patient involvement. It is unclear if the event occurred in the clinical setting.